Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, an insert revision was performed due to pain and synovitis. Reportedly, the "surgeon stated that the implants were not defective". It was communicated that the requested clinical documentation/information is not available for inclusion in a medical investigation; therefore, the root cause of the reported revision could not be assessed. The patient impact beyond the reported revision could not be determined, as no further information was provided. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address

Event description:
It was reported that, after a tka surgery had been performed, the patient experienced pain and an increasing synovial membrane. A revision surgery was performed to explant the insert. Surgeon stated that implants were not defective. It is unknown if event was resolved.